Manufacturer narrative:
The investigation for the reported console (aic) controller failure alarm has been completed. The aic was returned for evaluation. The console was visually inspected and found to have no observable defect. The power supply from pbm to the pud was found to be nominal at about 5v. The failure was reproduced on boot up of the console in the lab. It was found that the alarm had no observable effect on the performance of the purge system when a known good pump and purge line were plugged into the console. The pud firmware was extracted and compared with production code. It was found to be corrupted. Data logs were reviewed which confirm that the controller failure (pud sw corruption) alarm was issued on date of occurrence the root cause for the controller failure was a purge unit driver with corrupted firmware. In accordance with updated procedures, section d2 has been revised from the initial submission.

Event description:
It was reported that a controller failure alarm occurred. The automated impella controller (aic) was exchanged. There was no patient involved.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.